Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows that the black acetal handle is cracked and fractured. The fractured portion was not returned. Sem analysis results show that the item appears to have undergone significant oxidative degradation as indicated by the cracked and crumbling interior of the part and the "chalky" appearance of the exterior. The amount of degradation extended well into the interior of the item, beyond the point at which the item was cut off from the rest of the handle. It is possible that oxidative degradation due to numerous autoclave cycles led to embrittlement and subsequent fracture of the polymer during use. Device history record was reviewed and no discrepancies were found. The root cause can be attributed to oxidative degradation of the polymer due to long time usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle has cracked due to wear. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report will be amended when our investigation is complete. Evaluation not complete.

Event description:
It is reported that the impactor is cracked due to wear.